Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, resistance was experienced. After the mid-joint passed through the friction lock, the packing coil lp was able to advance through its introducer sheath with additional resistance due to the kink on the introducer sheath. The kink on the introducer sheath was incidental to the complaint and likely occurred during functional testing by the penumbra investigator. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician was unable to advance a packing coil lp from the starting position within the introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.